Event description:
It was reported that a spectrum pump had a malfunction keypad. The customer reported that when the #8 key is pressed, the pump displayed #5. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The reported keypad malfunction was reproduced and confirmed through eval. Eval found that when the #8 key is pressed, the pump displays #5. It was also found that when the #9 key was pressed, #6 was displayed. This condition was caused by a failed keypad. The keypad was replaced.